Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there was visible silicone oil. To aid in the investigation, five sample bulk packaged in a plastic bag were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. There was no visible silicone. A device history record review was completed for provided material number 301035, lot 3272922. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. We hereby submit our findings. Not the whole batch is used, but we¿ve found a lot of these and decided to submit them now. All deviations were found during packaging, prior to sterilization. So, prior to use, so no medication and no patients are involved. Article code: 301035 50ml ll bns batch: 3272922 staxs comp ref: (B)(4) the following deviation was found: 2019 x syringes with visible silicon oil. We know the silico oil is part of the syringe and that it¿s safe for use. But we¿re unable to determine whether this is within specification. Samples are available at the following address: company: staxs the netherlands bv city: (B)(6). Collection point: * expedition country: (B)(6). Address line 1 (street, number): (B)(6). Contact name: (B)(6). Address line 2(B)(6). Post code: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We hereby submit our findings. Not the whole batch is used, but we¿ve found a lot of these and decided to submit them now. All deviations were found during packaging, prior to sterilization. So prior to use, so no medication and no patients are involved. Article code: 301035 50ml ll bns, batch: 3272922, staxs comp ref: (B)(4), the following deviation was found: 2019 x syringes with visible silicon oil. We know the silico oil is part of the syringe and that it¿s safe for use. But we¿re unable to determine whether this is within specification. Samples are available at the following address: (B)(6).